Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2017. The incident device was received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found eschar on the blade and inside the clear ptfe insulator. The ptfe insulator had disengaged from the electrode and was returned. The ptfe insulator showed signs of heat damage. The customer reported a component disengaged. The reported condition was confirmed. Inspection found the ptfe insulator had disengaged and was returned with the electrode. The ptfe insulator was partially melted. The product engineer reviewed this complaint and determined excessive heat caused the ptfe sleeve to pull off of the blade. During the manufacturing process the ptfe sleeve is slipped over the coated blade. The blue shrink sleeve is then applied over the pfte sleeve and is shrunk down with heat to grasp and hold the ptfe sleeve. The sleeves are heat sensitive materials and if they get hot from long duty cycles, the sleeves will begin melting and fall-off. This configuration is not intended for heavy use electro-surgery. The investigation identified the root cause of the reported event to be attributed to user overheating the device during use. The IFU cautions: do not exceed maximum power limits as stated in instructions for use. Exceeding these power settings may result in patient injury or product damage. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during the procedure part of the clear plastic insulation on the tip of the device disengaged during the procedure. The piece was successfully retrieved and another device was utilized to complete the procedure. There was no patient injury. No additional information was provided.